Event description:
During aci surgery, a 7x25mm biorci ha interference screw broke during insertion. Neither the tap nor starter were used. The broken portion of the screw was removed. It was reported that there was a 15 minute delay in the procedure. A back-up device was available to successfully complete the procedure.